Event description:
The customer contact reported the pump was programmed to deliver an unspecified medication at a rate of 50ml/hr. After an unspecified amount of time, the nurse observed the pump displayed a rate of 500ml/hr. The device was removed from clinical service. Therapy was resumed using a replacement device. There were no reported adverse patient effects and no medical interventions were required.